Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/ too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence.¿ (B)(4). Sample not received.

Event description:
The patient's attorney alleged a deficiency against the device. It was reported by the patient¿s that as a result of having the product implanted, the patient has experienced urinary tract infection, abdominal pain, anemia, cystitis (inflammation), low hemoglobin, hematocrit, high eosinophils, blood nitrates, leukocytes esterase, white blood cells and red blood cells in urine (hematuria), bacteria and escherichia coli in urine (bacterial infection), rectal bleed secondary to internal hemorrhoids (blood loss), difficulty with bowel movement, blood while straining, constipation, moderate fecal retention, tiny calculus mid pole of the left kidney, lower pole of right kidney, small left renal cyst, low potassium (electrolyte imbalance), retention, enterocele, colovesical fistula, recurrence, infection, unspecified urinary problems, organ perforation, erosion, vaginal bleeding, unspecified bowel problems, pelvic organ prolapse, migration and extrusion, unspecified neuromuscular problems, foreign body in patient, urethra disorder, female genital prolapse, dizziness and weakness, stress urinary incontinence, pelvic pain, suprapubic cystotomy, fibrotic bladder neck, placement of rectus fascia sling, bilateral nonobstructive renal calculi, pain with urination and bowel movements; lower left anterior abdomen surgical scar defect with fluid collection, and a small hiatal hernia. She required nonsurgical interventions and a surgical intervention.